Event description:
The user reported that the wire tip separated while gaining access for intravenous therapy. The nurse tried to get access to the brachial vein but felt resistance advancing the wire. The nurse then tried to remove the wire from the needle and resistance was felt again. The wire and needle were removed together. The nurse noticed that the tip of the wire was missing and sent the pt to the operating room. The tip of the wire was surgically removed through a two inch incision. No further harm or injury was reported.

Manufacturer narrative:
Device eval: no device is expected to be returned for investigation. The device history record was reviewed and no exception documents were found. Because the unit was not returned, the root cause could not be determined. If the device is returned in the future this investigation will be reopened and an additional follow up submitted.